Event description:
A customer allegedly obtained a false low vitros amon result from a patient sample using the vitros 5,1 fs chemistry system. It was alleged a vitros amon result of 7.0 umol/l, vs. An expected result of 100 umol/l, was obtained and reported from the laboratory. It is unknown if any medical action was taken in response to the false low vitros amon result as this information was not provided when requested. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation patient harm. (B)(4).

Manufacturer narrative:
An alleged lower than expected vitros amon patient result was obtained on a vitros 5,1 fs chemistry system. The investigation to date has been unable to confirm the events reported by the customer contact. Limited information has been provided regarding this event; therefore a likely root cause cannot be determined at this time. Additionally, a product manufacture date and expiry date cannot be provided as the product lot number was not provided to ocd when requested. The root cause of this event is unknown, and the investigation is ongoing.